Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The staff used the cusa excel standard 23 khz tip for approximately 1-2 hours, when it stopped functioning. The nurse cleaned the tip to ensure there was no blockage. No alarm was going off on the console to say there was a problem. The nurse then changed the hand piece and put on the same tip. The tip alarm started going off, so she put on another tip and the situation was solved. The event lead to an increase of surgery time: 20 minutes. Additional information has been requested.